Event description:
The pt's lead was revised. The pt had previously had his leads removed and his implantable neurostimulator (ins) was plugged. It was believed that this was due to poor stimulation coverage. During the revision, the physician was unable to remove the plug; he encountered resistance when trying to pull it out. The physician did use the appropriate wrench. The physician was told that if he pulled too hard it could snap. The plug snapped in two. The remaining piece of the plug was still in pt. A new ins was implanted. The pt did not suffer any adverse effects from this procedure and was doing well with the new leads and ins.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.